Manufacturer narrative:
The reported event has been previously captured under the mfg report number 3013756811-2025-244728.

Event description:
Customer reported that the pump battery would not charge, despite using a tandem charging cable and a wall outlet. Customer did not receive a power source alert and blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Cts provided guidance on trying different wall adapters and cables, but the issue persisted, so cts decided to replace the pump. Customer was instructed to use mdi as backup therapy, put the pump into storage mode, and return it using a prepaid label.